Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having difficulty charging their ins. The patient stated they've been without it for at least 3 weeks and it's getting uncontrolled now. Patient services asked the patient if they meant their symptoms were returning and the patient stated yes, and that the recharger doesn't connect at all to charge the implant. They stated they have tried numerous times and they feel the electric current at the implant site that's stronger than they've ever felt before. Agent recommended using a thin cloth over the back of the recharger to see if this resolves. While attempting a charging session patient states they see "not found. Recharger" patient attempted to switch recharger and do a hard reset which resolved not found message. Patient then had issues keeping excellent connection and it would go back to searching. Patient services reviewed best recharging practices with the patient. The issue was not resolved through troubleshooting. Patient mentioned going through phy sical therapy and getting an adjustment and also having a bad fall back in nov 2023. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the shocking happened when charging and they did not use the belt when charging and using the cloth did not resolve the issue. The also stated that the charger was not charging the stimulation and they met with the mdt rep and troubleshooting resolved the issue. They stated that the cause was due to it not connecting to charge. The patient stated that it is taking over an hour to charge, and it is getting more difficult to do .